Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a40 was returned to a third-party service center for service. There was no evidence the device was in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. This is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additionally, during the evaluation a ventilator inoperative error code indicating the cpu cannot communicate with the flow sensor was confirmed in the event log. The technician recommended replacing the device's circuit board to address the error code issue. Not related to the reportable issue, an error code indicating the humidifier plate reached 95c. The circuit board replacement would correct this issue also. This issue would not affect therapy delivery. No repair was performed. The device will be scrapped as per customer request. A final report is being submitted. If any additional information is received, a supplemental report will be filed.